Event description:
On 01-jun-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 700 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids and insulin therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced elevated glucose values throughout the day and did not perform a supply change or infusion site change despite persistent hyperglycemia. The user reported changing only the insulin cartridge and did not contact customer care for troubleshooting assistance at the time of the event. The user subsequently developed nausea and vomiting and was later found unconscious by a neighbor, who contacted emergency medical services. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.